Event description:
I keep reading about one of your latest warnings regarding: renu with moistureloc contact lens solution. All sources indicate that this is the only product by bausch and lomb that is affected and that it is only affecting the us. I live in another country and I use renu as well but it isn't moistureloc. I recently had a very bad infection as well with all the same symptoms. I have just recently found out that 3 other men that I work with in my office who also use the product, and we have all purchased it through the same store, have also had infections, some worse than others. I hope that you look into all of bausch and lomb's products as this so called coincidence that my optometrist says it is, is just too hard to believe.